Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we were not able to determine the root cause of the separation. Our quality control dept confirms the surface of the stylet is clean, smooth, and free of damage 100% prior to further processing. We also verify that the stylet is completely coated. An info for use booklet that is provided with this product recommends to ensure proper sizing of the cook airway exchange catheter within a double-lumen endotracheal tube. Failure to do so may cause small fragments to be shaved off during removal of the cook airway exchange catheter. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.